Event description:
Customer reported an increase in pt vitals. It was also noted that the anesthetic agent monitor was not reading any agent. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Attempts have been made to obtain pt info, however, the hosp has not released this info.